Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that they were implanted with a spinal cord stimulator (scs) in 2002 but the problem was that they could not lift their arm above their head because it would make it go off really hard. When they were sitting in a chair or leaning back they could feel the stimulation aggressively. The patient was told that the pain stimulation therapy was like a drug and once the body gets adjusted to it, it does not work as well so their healthcare professional (hcp) did not want them to use it all the time or laying on their back. Their issue began in 2002. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, again reporting that there were limitations with the spinal cord stimulator back in 2000 or 2001. The patient clarified the ¿problems¿ were when they were leaning back with the stimulation on, they couldn¿t put their hands above their head. The patient stated that the therapy was about 50 percent. However, it was also indicated that this event was not regarding this manufacturer¿s scs device. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable events***.